Event description:
On (B)(6) 2010, pt's caregiver requested assistance setting up infusion device following hospitalization. Caregiver was to get a battery and call back. F/u was completed on (B)(6) 2010. Caregiver states nurse visited pt and advised to not restart infusion device at that time. Caregiver reported the pt fell down and had a "knot on her head and a bump somewhere else." Nurse advised this was due to a low blood glucose reading. Caregiver believes that is what led to hospitalization. Caregiver reported pt often "bottoms out." Pt was at dialysis at the time of call. F/u was then completed with pt. Pt reported she was hospitalized due to high blood pressure and hypoglycemia. Pt was using infusion device at the time and believes her blood glucose was around 25 mg/dl. Pt lost consciousness and hit her head. Pt "came to," ate oranges, and drove herself to the hosp. Target blood glucose is 85-100 mg/dl. Pt did not bolus or consume alcohol before the incident. Infusion device has not been dropped or exposed to water. Pt has been under stress. Basal rates were adjusted following hospitalization and blood glucose is back in normal range. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.